Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The trunk cable was cut. The root cause for the cut cable and open wire was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt (B)(4) . The last patient to use this electrode belt was receiving a service code 204 (belt/monitor unusable).